Event description:
The pump was returned for investigation. Investigation revealed a faded and discolored display screen; the display screen was difficult to read. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a faded and discolored display screen; the display screen was difficult to read. Moisture was found behind the display lens. Multiple alarms were noted in the black box history on (B)(4) 2013. A leak test determined that the display lens was found to leaking on the right side. Multiple error alarm codes were emitted due to moisture damage; a reboot was needed to clear alarm. Investigation was unable to be completed due to internal moisture and contamination found inside the pump and in the display. Unrelated to the complaint, the time and date reset to factory settings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.